Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced post-operative left-sided twitching. The clinician noted diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed. The patient reported occasional episodes of diaphragmatic stimulation at their next follow-up appointment. The lead was reprogrammed again. The patient continued to experience more diaphragmatic stimulation. The lead was reprogrammed again and the patient will continue to be followed. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that a tolerable amount of stimulation continues. No programming changes were made.